Manufacturer narrative:
During the requested site visit, the field service engineer found cuvette washer nozzle 1 was dirty, the hcw tubing was worn, and the internal probe wash bellows pump was cracked. Service cleaned all components and replaced the tubing, ict pinch valve, the tubing, peristaltic head, and the bellows set,incl rod & fitting. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. A 12-month review did not identify any trends for the parts replaced. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect c4000 system service and support manual contains adequate information for troubleshooting erratic results on the architect system and removal and replacement of the parts. There were no contributing factors in the month prior to the complaint identified regarding the system. The service history of the architect c4000, serial number (B)(6), verifies no subsequent issues have been reported related to erratic discrepant results. No non-conformances or potential non-conformances applicable to the current complaint were found for the replaced parts. The current product monitoring review for the alinity c/clinical chemistry platform found no trends of the architect c4000 with regards to the current issue. Based on the investigation, no systemic issue or deficiency of the architect c4000, sn (B)(6) analyzer, the tubing, ict pinch valve (rohs) (part number 7-204068-01), the tubing, peristaltic head (rohs) (part number 7-35009685-02), or the bellows set,incl rod & fitting (rohs) (part number 2-89055-02) were identified.

Manufacturer narrative:
Complete information for patient identifier - multiple = sid (B)(6). There was no additional patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed calcium (ca) and sodium (na) results on three patients generated on the architect analyzer. The results provided were: on (B)(6) 2021 sid (B)(6) = 5.6 / retest = 9.9mg/dl (normal range 8.4-10.2mg/dl); on (B)(6) 2021 sid (B)(6) initial = 133 / retest <100mmol/l (range 136-145mmol/l); potassium (k) = 3.9 / retest = 1.6mmol/l (range 3.5-5.1mmol/l); chloride (cl)= 97 / retest = 59mmol/l (98-107mmol/l). On (B)(6) 2021 a new patient sample na initial = <100 / retest = 136mmol/l. There was no reported impact to patient management.